Event description:
It was reported that the patient presented to the hospital for revision of the pocket of the competitor device due to hematoma. The physician noted right atrial (ra) lead far-field sensing and reprogrammed the lead. It was found the right atrial (ra) lead exhibited no capture in the atrium, decreased impedance and decreased atrial sensing, along with suspected lead damage. The right atrial (ra) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).